Event description:
It was reported that during a lobectomy, after the correct positioning of the reload on the stapler, every time the surgeon opened the stapler before firing to change the articulation of the device, the reload distally detached from the anvil only at the tip of the device. The stapler worked perfectly for the entire surgery. There was no delay to the procedure. No fragments were generated. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.